Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted tones due to high out-of-range pace impedance measurements greater than 3000 ohms. Boston scientific technical services (ts) reviewed device data noting the measurements had been consistently high since the right ventricular (rv) lead was implanted several months earlier to replace a competitor lead that also exhibited out-of-range measurements. Ts provided suggestions for additional system evaluation though the physician elected to continue monitoring the system remotely. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
New information received indicates that surgical intervention was performed and the system was replaced.